Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states that she got a no delivery alert. Customer was trying to give a bolus and got a no delivery and then changed out the set. Customer has a blood glucose level of 264 mg/dl. Customer was trying to give a bolus and got a no delivery and then changed out the set. Pump was not returned for analysis.